Event description:
It was reported that, during a water vapor therapy procedure, there was no steam during priming. The procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a water vapor therapy procedure, there was no steam during priming. The delivery device was changed. The procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
A3b. Gender: correction. B1. Adverse event/product problem: correction. D4. Lot number: correction. Upon receipt of this generator at our quality assurance laboratory, it was thoroughly analyzed. Product analysis identified a loose thermocouple. The thermocouple was reconnected and worked as intended during the testing. The loose thermocouple was not related to the reported no steam seen event. The generator passed the post (power on self-test). During the functional testing, there were no error codes that appeared. The syringe and delivery device were connected with no issues. The generator primed and flush as intended. The event log was reviewed and errors 275 (primed failed) and 250 (vapor button released during prime) were found. The generator was in overall good physical condition. The generator passed full functional and electrical safety testing. The reported steam not seen event was not able to be replicated in the laboratory as the generator produced a normal amount of steam from the device. Under certain lighting conditions, the steam might not be visible or it might appear to not have a lot of steam. Based on analysis results, boston scientific concludes that the reported clinical observation was not confirmed. Therefore, an investigation conclusion code of no problem detected was assigned.

Event description:
It was reported that, during a water vapor therapy procedure, there was no steam during priming. The delivery device was changed. The procedure was not completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.